Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mental and physical pain, suffering, permanent injury, physical deformity, abdominal pain, adhesions, recurrence, mesh failure, defective mesh, mental anguish, scarring, disfigurement, mesh erosion, and dehiscence. Post-operative patient treatment included corrective surgery, hernia repair with new mesh, and mesh removal.